Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual analysis of the device found that the bladder pigtail was broken and was separated in three sections. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors found during the procedure that most likely limited the integrity of the device. It is possible that the manipulation or the force applied on the device during the procedure could have caused the device failure. Therefore, the most probable cause is 'operational context.' A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent, was used during a stent placement procedure on (B)(6) 2015. According to the complainant while advancing the stent into the patient the stent broke at the distal end. The distal end of the stent broke into three pieces. The entire stent was able to be removed from the patient and the procedure was completed using another percuflex plus ureteral stent. There are no reported patient complications and the patient is reported to be "fine."

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent, was used during a stent placement procedure on (B)(6) 2015. According to the complainant while advancing the stent into the patient the stent broke at the distal end. The distal end of the stent broke into three pieces. The entire stent was able to be removed from the patient and the procedure was completed using another percuflex plus ureteral stent. There are no reported patient complications and the patient is reported to be "fine".